Manufacturer narrative:
The reported event of balloon inflation issue was confirmed. Balloon did not inflate due to leakage from a tear at distal side of balloon latex. After cutting the proximal side of balloon, it was confirmed the balloon latex edges were not able to match up. No visible damage was found from catheter body, returned syringe and balloon windings. Further evaluation regarding related quality issues is under investigation. A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that the balloon of a swan ganz catheter could not maintain the inflation during balloon test before use. There were no patient complications reported. Per product evaluation, balloon was found ruptured with ruptured edges not matching.

Manufacturer narrative:
Engineering evaluation was completed and concluded that a product risk assessment escalation was met. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.